Manufacturer narrative:
(B)(4). The customer reported the audio sounds like static and cannot be heard very well. The speaker fails op check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported, the audio sounds like static and cannot be heard very well. The speaker fails op check.